Manufacturer narrative:
Implant date: ins implant date is approximate. Month and year are known, but not exact date. Concomitant medical products: product ID: 3387, lot# unknown, implanted: (B)(6) 2009, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3387, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. The patient had spontaneous loss of effect for the last six months prior to this report. It was noted the patient's last replacement surgery was in (B)(6) 2017. Outpatient tests showed a permanent increased impedance to contact 0 of over 28,000 ohms. Intraoperative testing showed similar high values to over 40,000 ohms on contact 0,1, 2 and 3. Damage to the insulation of the distal end of the lead was visible intraoperatively between contact 0 and 1. The lead was replaced, and had to be cut for safe explant. Replacement of the lead resolved the reported issue. No further complications are anticipated.

Manufacturer narrative:
The lead was returned. Concomitant medical products: product ID 3387-28, lot# unknown, implanted: (B)(6) 2009, explanted: (B)(6) 2019, product type lead. The returned lead was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified setscrew impressions between the connectors on the insulation of the lead consistent with the lead not being fully seated in the connector block. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3387-28 ,lot# unknown, implanted: (B)(6) 2009, explanted: (B)(6) 2019, product type lead. If information is provided in the future, a supplemental report will be issued.